Event description:
Cardiac packs had contaminants in the raytec gauze. Phs pack catalog # 621328; lot 1179503; rev: (B)(4). The raytec found in the phs packs are made by covidien - kendall. Vendor item #: (B)(4). Description: raytec 4x4 sterile. (B)(4).